Event description:
The customer stated that the unicel dxc 600 pro synchron clinical system generated false high na (sodium), k (potassium), cl (chloride) and co2 (carbon dioxide) results. A patient was admitted to the hospital due to a high na result. An osmolality test was ordered and the result was normal. There was no adverse consequence and the patient was discharged after 7 hours. The customer stated controls (qc) were run before and after this event and the results were a "little off". Per review, through a remote management system, qc appeared to be within ranges.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse evaluated the system and found contamination in the flowcell. The fse decontaminated the entire ise (ion-selective electrode) module and verified instrument performance. Use error contributed to this event. Contamination is generally caused by sample quality issues or reagent mishandling. There is no evidence of system malfunction or of beckman coulter reagent contamination. (B)(4).